Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k943604.

Event description:
It was reported that the mount could not be removed from the implant (1990). Another implant was placed. Tooth location 3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One spline implant was returned for inspection with a transfer mount. The implant shows signs of wear from use. The product was functionally tested, and it was confirmed that the mount could not be removed without excessive removal torque. The event was confirmed through this malfunction. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes."